Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient will continue to be monitored. There has been no intervention at this time. The cause of the out of range impedance measurement has not been determined. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated, should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out of range pace impedance measurements. All of the other measurements were stable. Boston scientific technical services (ts) discussed continuing to monitor patient. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited additional out of range pace impedance measurements. Threshold measurements and sensing were normal. The plan was to do defibrillation threshold (dft) testing and to continue monitoring the system. The system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated high out-of-range (oor) pacing impedances continued to be observed. In addition, the shock impedances were oor, measuring 143 ohms. Boston scientific technical services (ts) recommended performing commanded shock testing to test the integrity of the system, if the physician continues to monitor. At this time, commanded shock testing hasn't been scheduled. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out of range pace impedance measurements. All of the other measurements were stable. Boston scientific technical services (ts) discussed continuing to monitor patient. No adverse patient effects were reported. The system remains in service. Additional information received indicates that the patient will continue to be monitored. There has been no intervention at this time. The cause of the out of range impedance measurement has not been determined. No adverse patient effects were reported. Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited additional out of range pace impedance measurements. Threshold measurements and sensing were normal. The plan was to do defibrillation threshold (dft) testing and to continue monitoring the system. The system remains in service. No additional adverse patient effects were reported. Additional information was received confirming defibrillation threshold (dft) testing was performed and that testing was successful with no obvious findings with the lead. The physician planned to continue monitoring the system. No additional adverse patient effects were reported. Additional information was received which indicated high out-of-range (oor) pacing impedances continued to be observed. In addition, the shock impedances were oor, measuring 143 ohms. Boston scientific technical services (ts) recommended performing commanded shock testing to test the integrity of the system, if the physician continues to monitor. At this time, commanded shock testing hasn't been scheduled. This ICD and rv lead remain in service. No additional adverse patient effects were reported. Additional information was received which indicated this rv lead was surgically abandoned and replaced. The ICD was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Additional information was received confirming defibrillation threshold (dft) testing was performed and that testing was successful with no obvious findings with the lead. The physician planned to continue monitoring the system. No additional adverse patient effects were reported.